Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago as part of a clinical study. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a proximal type I endoleak was noted when implanting the talent bifurcated stent graft. The physician elected to intervene by adding an aortic extension cuff, which successfully resolved the endoleak. A type IV endoleak was also noted during the procedure; however, the type IV endoleak was left uncorrected. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4)(intervention required) - (B) (4)(type I, type IV) - evaluation results: (endoleak).